Event description:
The doctor had difficulty rotating the thumbwheel on four (4) absolute stent delivery systems, and that the fourth absolute came apart and partially deployed inside the patient's anatomy. There was no patient injury and no additional information available.